Event description:
Lasik surgery was done on both eyes. Monovision was chosen, so that I could read out of right eye - I had been using monovision contacts. Surgery resulted in double vision in left eye which is the distance eye. This means I still need to wear glasses while driving. Traffic lights and headlights appear double and blurry. Also now have dry eyes. The positive side is that I feel safe when sailing or swimming. I was legally blind without contacts before. I went back to the dr and she said that the result is fine. I disagree but am afraid to get it adjusted.